Event description:
The facilities safety officer alleged that the pt was left in the room, in bed, with the siderails up and siderail pads on. Thirty mins later the nurse came into the room and found the siderail pads on the floor and the pt's head stuck in the center section of the right siderail. The hospital staff had to cut the siderail apart to free the pt. The pt was not injured.

Manufacturer narrative:
The tech stated, he found the bed in storage, out of service, with the head right siderail cut through the top center section and bent to 90 degrees. He stated, the bed appeared to be in working order other than the obvious damage and the bed was not equipped with z-inserts. The facility indicated, the bed will be scrapped as they are replacing all of their older beds with new beds. The facility would not release any info about the pt including info on the pt's condition prior to the alleged incident that may have contributed to the pt sticking their head in the siderail.